Event description:
The hcp reported the pt was unresponsive in the ICU; the cause of the pt's condition had not been determined. After interrogating the pump, it was noted the alarms had been disabled and the last programming change had occurred two days prior. The hcp was calling to obtain contact info for the following physician ot determine the reason for the last pump reprogramming. The drug used in the pump was morphine. Add'l info has been requested from the physician.